Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010, consisting of two surgical leads (from the same lot) placed in the cervical area and an ipg. It was reported that when the stimulation was on, the patient's pain worsens. X-rays showed no anomalies, and the patient was reprogrammed without success. The patient stated she had increased pain at the lead incision site, and she experienced a lot of pain if she leaned her back, back even slightly. She alleged that her left scapula pain was not covered by the stimulation. In (B)(6), patient turned her system off while options were discussed with her physician. She reported her lead incision site was painful even with the ipg off. On (B)(6) 2010, the patient's leads were explanted and replaced with a different model lead. The explanted leads were returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.